Event description:
The complainant reported a 45-year-old male patient presenting for cardiomyopathy. During impella support, it was noted that the patient developed an access site bleed. Additional sutures were placed and stat seal, along with other sealants, were implemented to counteract the bleed. As a result of the condition, the patient was administered an unknown quantity of blood products. Patient support continued following the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.